Event description:
The customer alleged they received a questionable lactate dehydrogenase acc. To ifcc ver.2 (ldh) result on their c501 analyzer. The units of measure were not provided, but clarification has been requested. The patient's initial ldh result was 12.7 accompanied by a data flag. The repeat result was 408.1. It is unknown if either result was reported outside the laboratory, but clarification has been requested. There were no reports of any adverse events. The ldh reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was determined that none of the results were reported outside the laboratory. A specific root cause could not be identified. Based upon infomration provided, the cause may be related to sample pre-analytical issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).